Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
The user reported that upon receiving the unit, a note was attached indicating an arterial module failure. The product was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result.